Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).

Event description:
Treatment of an aneurysm located in the m1 segment of the ica (internal carotid artery). The patient's ica was tortuous. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, the pipeline (3.25 mm x 16 mm) could not be released from the capture coil due to the tortuous anatomy limiting torque transmission to the distal end of the pipeline. The navien catheter was advanced and the pipeline was pulled back in an attempt to release it from the capture coil, but without success. The pipeline was removed from the patient. No patient injury was reported as a result of the procedure.